Manufacturer narrative:
According to the facility, the raytec sponges seem to be of lesser quality and not appropriate for the operating room. On (B)(6) 2026, the surgeon was performing a bilateral breast augmentation with implants. It was noted that threads were separating and coming off the sponges. He pulled several off the surgical site. Per the facility, there does not seem to be any adverse effects noted with the patient and no medical treatment was necessary. The patient is "ok." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, the raytec sponges seem to be of lesser quality and not appropriate for the operating room. On (B)(6) /2026, the surgeon was performing a bilateral breast augmentation with implants. It was noted that threads were separating and coming off the sponges. He pulled several off the surgical site.